Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. After crossing the lesion, it was noted that the balloon ruptured. The device was completely removed and a 2.25 wolverine cutting balloon was used. A stent was placed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon had been inflated and there was solidified contrast media in the balloon and inflation lumen. As a result, the device was soaked in a water bath at 37 degrees celsius in an attempt to soften the solidified media. The returned device was later attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 2mm distal to the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found multiple kinking along the length of the hypotube. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. After crossing the lesion, it was noted that the balloon ruptured. The device was completely removed and a 2.25 wolverine cutting balloon was used. A stent was placed and the procedure was completed. No patient complications were reported.